Event description:
Pt was prepped for lasik surgery in the usual fashion. The ziemer femtosecond laser was used in the normal fashion. Suction was obtained on the right eye and verified by the surgeon. The laser was "engaged" and allowed to track in the typical fashion across the corneal bed. When it was removed from the eye, the cornea appeared to be normal under the microscope with the bubbles in the interface. The pt chair was then turned to place the pt's head under the excimer laser microscope. At this time, the surgeon determined that the bubbles which were created by the fs laser were too anterior and therefore, there would not be enough tissue to create a corneal flap. At this time antibiotics and steroid drops were instilled into the right eye. The pt was informed that the flap was not perfect and that the procedure would need to be cancelled at this time.